Event description:
The complaint is reported as: the cuff would not inflate prior to use.

Manufacturer narrative:
The sample was returned for eval. A visual exam was performed and there were no signs of discoloration, missing parts, or design irregularities. The graduation marks on the shaft were clearly visible. The inspection of the blue control cuff did not reveal any irregularities. Closer examination showed slight damage at the inflation line near the point of separation. Leak testing, along with inflation and deflation testing were performed on the returned sample. The balloon was inflated with air and tested for leaks by submerging in water. No leaks were found and the sample was inflated and deflated easily. It was noticed that the damage at the inflation line causes the inflation line to kink easily at the point of damage. The investigation of the returned product revealed slight damage at the inflation line near the point of separation. It is possible that the damage was caused by pulling the inflation line during preparation prior to use. Due to the straight position of the inflation line, the product still performs as intended. All tracheal tubes are 100% inspected at manufacturing facility prior to packaging, therefore, any defects would be detected prior to release. No manufacturing related issues could be identified, therefore, the complaint could not be confirmed.